Manufacturer narrative:
Upon follow up it was reported the cause of the peritonitis was due to a breach in aseptic technique. It was reported the minicap fell off from the catheter. The reporter stated the cause of the disconnect may be due to the patient not putting the minicap on correctly. The patient was recovered from the ¿mild¿ peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. The reported product is an unknown baxter minicap. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a mild peritonitis event. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified treatment for the event. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional follow up will be performed.